Event description:
End user reported that the 5185 mattress on her (B)(4) semi electric bed has something, like little wires (not the springs) poking through, it is cutting her all over the place. User has cut her hand, it scratched her. She has also scratched her leg and it was bleeding. No medical attention sought.